Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain, bloody discharge, and device extrusion. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient was reportedly treated with doxycycline (B)(6) 2017 to (B)(6) 2017. The recipient's wound is healing well. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. This is the final report.